Manufacturer narrative:
Based on the current information provided, the cause of the post-operative bleed cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. There is also no allegation that a da vinci product caused or contribute to the patient¿s post-operative complication. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: monopolar curved scissors (part #470179-19; lot #n12200204-0041) had zero lives remaining at the end of the procedure and site reviews have shown that no complaints were filed against the instrument. As of 15-jul-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted prostatectomy procedure, the patient experienced a post-operative bleed. As a result, the patient underwent another surgical procedure to control the bleeding. Although the surgeon/site indicated that they do not believe the da vinci surgical system caused or contribute to the post-operative bleed, the cause of the post-operative complication is unknown. There is also no allegation that a malfunction of da vinci system, instrument, or accessory occurred.

Event description:
It was initially reported that after undergoing a da vinci-assisted prostatectomy procedure, the patient experienced a post-operative bleed. No further clinical information was provided. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On 29-jun-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the da vinci-assisted surgical procedure was performed and completed robotically on (B)(6) 2020. The patient underwent re-operation at midnight on (B)(6) 2020 to control a post-operative bleed. The da vinci-assisted surgical procedure was recorded on video. However, the video is not available for isi to review. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The site does not believe the da vinci surgical system caused or contributed to the post-operative bleed. However, per the surgeon/site, the cause of the post-operative bleed is unknown. The following information is also unknown: the source of the post-operative bleed, the estimated blood loss related to the post-operative complication, and what medical/surgical intervention was administered to control the post-operative bleed.